Event description:
The patient experienced a sharp, burning sensation at the implantable neurostimulator pocket when the device was on. The burning stopped when the device was turned off. The implantable neurostimulator was very close to the surface of the skin. The pocket was possibly eroding. The pocket became painful to touch 5-8 hours after recharging the neurostimulator. The patient had not experienced any recent trauma to the site. The patient was seen in clinic. The device had limited movement in the pocket. Impedances were greater than 10000 ohms on 4 electrodes. The high impedances had existed since implant and were not used in programming. The patient was prescribed lidoderm patches to place over the implantable neurostimulator site to quiet the burning sensation and lessen rubbing from her jeans. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.